Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:examination of the reported device revealed device wear from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr professor (B)(6) 2018. During use on patient; revision fem/tib sleeve clamp does not connect properly to stem for stem tightening. Needs repair. Stem tightened to modular tray by hand without issue. No delay to procedure and no ae to patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.